Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 29mm masters mechanical heart valve was implanted. The post-operative echocardiogram showed distorted annulus, left ventricular outflow tract (lvot) gradient, strut obstruction in the lvot and turbulence. There was no leak present surrounding the valve or through the valve. On (B)(6) 2022, the valve was explanted and replaced with another 29mm masters mechanical heart valve. The patient remained hemodynamically stable throughout the procedures. The physician believes that this event was due to sizing and placement issues, leads distorted annulus, higher gradient, strut obstruction, and turbulence. No allegation was made against the product itself. No additional information was provided.

Manufacturer narrative:
An event of distorted annulus, left ventricular outflow tract (lvot) gradient, strut obstruction in the lvot and turbulence was reported. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.removed code 4449 valvular insufficiency/ regurgitation. Added code 4581 appropriate term / code not available. Removed code 2993 adverse event without identified device or use problem. Added code 2682 patient-device incompatibility.

Event description:
Subsequent to the initially filed information, it was determined that the device was incorrectly listed as 29mm masters mechanical heart valve. The device was actually a 29mm epic biocor tissue valve.